Event description:
Additional information received noting that the reported adverse event term was updated to possible sudep.

Event description:
Autopsy report was provided and indicated that the pathologic diagnoses based on the autopsy was mixed chemical intoxication and history of epilepsy. No additional relevant information has been received to date.

Event description:
Information was received from the patient's mother that per the coroner's office, the patient passed away from mixed chemical intoxication, however parent is not in agreement with the assessment. An analysis was performed on the returned lead portion, which was returned due to the patient¿s death. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there are no anomalies identified with the returned portion of the lead. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The explanted device was received for product analysis. Product analysis (pa) was completed on the returned generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.063 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 9.278% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that (B)(6) study patient passed away in her sleep. The physician assessed the cause of death to be sudep and does not believe that the death was related to the vns. The suspect device has not been received to date. No additional relevant information has been received to date.